Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead had multiple contacts showing high impedance. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, the patient had effective therapy and the issue was resolved.